Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion and cartridge alarms (alarm 16) occurred. Customer changed out pump supplies to resolve the issues. Customer's blood glucose was 231 mg/dl and customer continued to use pump for insulin therapy.